Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The pusher was observed to be tilted downwards into the staples. The stapler was received with one staple partially formed at the front of the device. Upon functional testing, the partially formed stapled fully formed; simultaneously, one unformed staple released at the same time. Proper functional inspection could not be continued due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "the staplers do not close". Additional information received states that "the incident took place at the closure of a shoulder prosthesis. The staples do not close completely, they remain at right angles and therefore do not hold to the skin. Only 2 or 3 were put in and then removed because they didn't hold. No impact on the patient's skin condition". No patient harm or injury. All 3 devices were used on the same patient. Please see associated mdrs #3003898360-2024-01223 and 3003898360-2024-01224.

Manufacturer narrative:
(B)(4). Please see associated mdrs 3003898360-2024-01224. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "the staplers do not close". Additional information received states that "the incident took place at the closure of a shoulder prosthesis. The staples do not close completely, they remain at right angles and therefore do not hold to the skin. Only 2 or 3 were put in and then removed because they didn't hold. No impact on the patient's skin condition". No patient harm or injury. All 3 devices were used on the same patient. Please see associated mdrs #3003898360-2024-01223 and 3003898360-2024-01224.